Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software on the gui cpu to the current revision. The cse performed extended self-testing on the device and all tests passed. Covidien was not authorized to repair the device. (B)(4).

Event description:
Covidien received information stating that while in use on a patient the display on an 840 ventilator went blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.